Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was insufficient pressure attainment of the trocars which resulted in pressure drop when using instruments. The nurse indicated that it seemed the tightness membrane was missing. The trocars were replaced and the procedures were completed successfully.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints associated with the lot for the reported issue. Twenty-four unopened trocar assemblies were received in trays along with other items for the report of leaking. The returned samples were visually inspected. Three samples were found conforming, five samples were nonconforming with damaged septum's and sixteen samples were non-conforming with opened valves. The conforming samples were then functionally tested for leaking and all three samples were found functionally conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).